Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for same model lens due to poor vision, unexpected refractive outcome and postoperative iol rotation. The pt's vision was especially poor at intermediate and near range. Additional information was received from the surgeon who stated the iol rotated thirty degrees clockwise postoperatively. The event resolved with treatment (iol exchange). In his opinion, the iol did not cause or contribute to the event.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. The reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. Solution was observed on the returned product. The optical resolution was verified to be acceptable and the diopter was confirmed to be a 22.0 diopters. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved monarch c cartridge was used with a green handpiece. This is an approved lens/cartridge/handpiece combination. The product history records could not be reviewed for the associated monarch cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause; however, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).